Event description:
It was indicated that this right atrial (ra) lead exhibited undersensing due to low amplitude. The product remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).